Event description:
Microbial contamination within the architect system (architect i2000/ i2000 sr processing modules and architect wash buffer) through generation of folate-like by-product (microbial folate) may cause architect folate calibration failures and shifts in architect folate results (quality control and patient results). There was no impact to pt management reported.